Manufacturer narrative:
Corrected occupation: other. Plant investigation: one dialyzer attached to the blood line was returned for investigation. A specimen cup was also received with a particulate resembling a wood splinter. During gross visual examination of the returned dialyzer a brown/tan colored particulate was noted between the polyurethane cut surface and the screw flange on the non-cavity ID end. The particulate was not loose, embedded or moving freely within the screw flange. Further examination found no other particulates, damage or irregularity. The specimen cup was returned with a second similar, larger particulate. No particulates were noted within the returned bloodline set. The drip chamber was returned cut open. Both particulates were forwarded to the quality systems technical development group (qstdg) for analysis and identification, who matched both particulates to the same cellulosic substance (pine wood) which correlated at 95.3%. The returned particulates were analyzed and identified to be composed of pine wood. A supplemental investigation was conducted; controls are in place and the frequency/risk of this type of event is at an acceptable rate. There are no other complaints reported against the lot and there is no indication of any systemic issue found during production. Multiple potential sources of the particulates were evaluated, however; a conclusive source for the wood particulates could not be identified. A production records review was performed on the reported lot. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The complaint is confirmed.

Event description:
A biomedical engineer (biomed tech) from a user facility reported of particulate inside the dialyzer. He reported it appeared as if a splinter of wood came from the dialyzer and was caught in the venous chamber of the blood line. Upon further inspection, another particulate was also found in the bottom cap. Additional follow-up with the biomed tech indicated the issue was discovered during priming and confirmed there was no patient involvement or injury. There was no observed damage to the dialyzer or line. The sample was available to be returned for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) from a user facility reported of particulate inside the dialyzer. He reported it appeared as if a splinter of wood came from the dialyzer and was caught in the venous chamber of the blood line. Upon further inspection, another particulate was also found in the bottom cap. Additional follow-up with the biomed tech indicated the issue was discovered during priming and confirmed there was no patient involvement or injury. There was no observed damage to the dialyzer or line. The sample was available to be returned for evaluation.